Event description:
Additional information was received from a foreign healthcare provider and clinical study via a company representative. The patient¿s age at the time of consent was 55 years. The pump serial number associated with the event was clarified as having been (B)(6). The pump was implanted on (B)(6) 2017 and was replaced due to this event on (B)(6) 2021 the replacement pump implanted on (B)(6) 2021 was of serial number (B)(6). The implant date of the catheter was clarified as (B)(6) 2005. The pump and catheter disposition was noted as return to the manufacturer; no other information regarding device return was available.

Manufacturer narrative:
Concomitant medical product: product ID 870936 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider; clinical study. The event date was clarified as having been (B)(6) 2021 (not (B)(6) 2021 as previously reported). It was clarified that the event did not result in a permanent impairment of a body structure or body function, but instead resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported the pump was changed because in less of one year they would have to return to the operating room to change it, so to avoid another intervention, they did it at the same time. The replacement date on the upload was (B)(6) 2023.

Manufacturer narrative:
Concomitant medical products: product ID: 870936; serial#: (B)(4); explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 870936, serial/lot #: (B)(4), ubd: 28-jan-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving clonidine and baclofen via an implantable pump. The drug concentration and dose rate for both pump drugs were unknown. It was reported that the patient came in for a pump refill with a lot of neuropathic pain and he was uncomfortable since 15 days for an unknown reason, so they decided to control the catheter and injected it. A catheter access port study was performed on (B)(6) 2021 and a leak was seen. It was further reported that at the pump refill they had taken out 12,5 ml on (B)(6) 2021, and the expected reservoir volume per telemetry was 6.6 ml. After this action it was decided to also change the pump the day after. It was indicated that the event resulted in permanent impairment of a body structure or body function. During the device replacement procedure 2 leaks were identified on the catheter, not far away from the connection to the pump. It was further indicated that they had also been unable to inject so they changed the catheter at the same time. The pump and entire catheter were replaced on (B)(6) 2021. After the procedure the patient felt relief and was comfortable. The event had resolved without sequela as of (B)(6) 2021. The explanted devices were to be returned to the manufacturer. The device diagnosis was catheter leakage, and the clinical diagnosis was decreased therapeutic response. Regarding etiology, the relationship of the event to the device/therapy was related and not related to the implant procedure; the device was noted as having been the entire catheter.